Event description:
The customer reported that blood leaked through the disconnected component joint. The operator took the donor's blood in the face when she was releasing the donor from the chair. The blood got into her eyes. There was no injury to the apheresis equipment operation nurse and she required no medical intervention. Pt identifier, age, and weight for the nurse were not provided by the customer due to confidentiality reasons. This report is being filed due to device malfunction resulting in blood exposure.

Manufacturer narrative:
(B)(4). Investigation: the device history record was reviewed for this lot. No issues were found that were related to what the customer experienced. The nurse believes the way of removing the disposable set from the equipment and the way the donor was released may not have been appropriate. She believes this is may be her operation error due to her lack of attention. Investigation eval and corrective actions are in process. A f/u report will be provided.